Event description:
It was reported that the asymptomatic patient presented via merlin.net in backup vvi mode. The patient was brought into clinic for further troubleshooting. After a successful firmware download, the device resumed normal function.